Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were difficult to operate during use. The following was reported by the initial reporter: "it was reported that there was difficulty attaching pen needles. Verbatim: from phone call on (B)(6) 2021 17:39:51: returned consumer's call, she stated that she had difficulty attaching the pen needles but a family member was able to assist her. The needles have been discarded. Consumer provided mailing address and product information. Js lot #: 0274099. Catalog #: 320550. Date of event: (B)(6) 2021. Samples: discarded. Voicemail: consumer left voicemail stating that she is having difficulty attaching the pen needles. Issue occurred on (B)(6) 2021."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us were difficult to operate during use. The following was reported by the initial reporter: "it was reported that there was difficulty attaching pen needles. Verbatim: from phone call on (B)(6) 2021 17:39:51: returned consumer's call, she stated that she had difficulty attaching the pen needles but a family member was able to assist her. The needles have been discarded. Consumer provided mailing address and product information. Js. Lot #: 0274099. Catalog #: 320550. Date of event: (B)(6) 2021. Samples: discarded. Voicemail: consumer left voicemail stating that she is having difficulty attaching the pen needles. Issue occurred on 04-20-21."